Event description:
The customer reported that approximately 40mls of waste fluid had leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) discovered that the green stripe tubing at vl46a had been disconnected. The fse replaced the tubing resolving the leak. (B)(4).